Event description:
It was reported that undersensing was noted on the right ventricular lead during a remote monitoring transmission. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products addr01 implantable pulse generator 2014 (B)(6). (B)(4).